Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the surgery under normal use of the drill by the surgeon to prepare the insertion of a screw, the drill broke in situ (in the left femur of the patient). The surgeon was unable to remove the broken tip. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: I can confirm that there is a broken drill bit remaining in the left femur of the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device performed as part of the manufacturing investigation reported the tip is broken off, broken fragment was not sent back. The relevant dimensions of the drill bit were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers showed no deviations regarding, manufacturing process, material, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (1.4112). The fracture face is homogenous, which indicates material conformity. No product fault could be detected. Based on the complaint description and without the broken fragment the investigation was not able to determine the exact cause of this occurrence. It is likely that a mechanical overload, par example by an undue metallic contact with an implant, caused this breakage. There are different visible stress marks all over the device also the cutting edges are slightly blunt. This indicates that this was an often used instrument. Also is there an additional etching (alia 14030 p) at the shaft, where we cannot explain where from this is because this etching is not part of our specification, this was obviously made post-manufacturing if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.